Event description:
The white plastic tip inside the ethicon ace23p harmonic scalpel jaw came off during surgery. The location of the tip after coming off could not be determined. Although the device is manufactured by another manufacturer, the problem may have stemmed from reprocessing done by ascent healthcare solutions. Ascent has requested the ability to come examine the device, which we will allow them to do.